Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported from a consumer that the patient¿s device showed end of service (eos). The device was off/disabled and no longer providing therapy. There were no falls or traumas related to the event. There was an allegation or dissatisfaction regarding the implantable neurostimulator (ins) longevity because they were told that it would last 9 years. The issue occurred on (B)(6) 2016. The caller and patient were redirected to the health care professional (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.